Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Thrombosis is a known observed and potential patient effects as listed in the supera instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the popliteal artery. There was also an area of stenosis in the mid superficial femoral artery (sfa). Ballooning was performed in the popliteal and sfa and an unspecified non-abbott stent was implanted in the proximal sfa. The supera stent was advanced to the popliteal artery and was deployed. The physician felt that the stent was fully deployed; however, this was not visualized under fluoroscopy. During retraction of the stent delivery system (sds), it was realized that the stent had not been fully released and was being pulled back with the sds. The stent became elongated and was stretched from the distal sfa to the proximal sfa, where it remained. Another supera stent was successfully implanted in the popliteal artery and the procedure was completed. On (B)(6) 2014, the patient returned to the hospital and stent thrombosis of the supera stent was noted. The patient was sent to surgery for either bypass or removal of the supera stent. However, no additional information on the patient outcome was made available. No additional information was provided.